Manufacturer narrative:
This event occurred from (B)(6) to (B)(6) 2020. The lot was manufactured from august 15, 2020 - august 17, 2020. Two (2) actual samples were received for evaluation. Unaided visual inspection was performed which observed that the clamps had damaged tabs. The clamps closed with no difficulty. The reported condition was verified. The cause of the condition is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation two (2) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were returned with damaged opened clamps. The clamps were observed to have damaged tabs. This was identified during evaluation. There was no patient involvement. No additional information is available.